Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when they driving insulin pump had open book image on the screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped in the shower. Customer stated that there was no any pump error displayed before the open book image was displayed on the screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.